Event description:
It was reported that a malfunction occurred with a pump, indicated by an alarm code 9-0x20f1. There was no reported impact on the customer's blood glucose level. The distributor awaits the pump's return for further inspection and has arranged for a replacement pump to be sent.